Manufacturer narrative:
Each roho dry floatation product in this manual is an adjustable, air-filled, cellular-design wheelchair support surface. There is no weight limit, yet the cushion must be properly sized to the individual. Each of the following products utilizes dry floatation technology and is intended to conform to an individual's seated shape to provide skin/ soft tissue protection, positioning, and an environment to facilitate wound healing. The IFU for roho single compartment, sensor ready, enhancer, quadtro select, contour select states "skin/soft tissue breakdown can occur due to a number of factors, which vary by individual. Check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normalskin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 inutes after disuse, immediately consult a healthcare professional." The IFU cuhsion setup instructions also states "do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue, and 2) the individual may become unstable and vulnerable to falling. Carefully follow the instructions for inflation, placement and hand check. If the product does not appear to be holding air, or if unable to inflate or deflate the product, see "troubleshooting". Immediately contact the equipment provider, distributor, or customer support if the problem persists. After setting up the cushion the first time, perform a hand check frequently, at least once a day. When the cushion is used by a different individual or in a different wheelchair, repeat cushion setup. Follow the hand check instructions in this manual." The wound care facility report stated the user did not know how long she had been experiencing the pressure sore or how long their cushion had been improperly inflated. At the time of this report, the cushion from the complaint has not been received for inspection. User was provided with a replacement cushion under warranty.

Event description:
End user received treatment for a stage 3 pressure ulcer at the wound care clinic. Staff at the clinic determined the user needed a new roho cushion since the users current roho cushion was not holding air. The prescription for the replacement cushion was submitted to national seating and mobility on (B)(6) 2026, who then reported this to roho, inc. The user was unable to specify how long since her pressure ulcer had developed, once she discovered drainage she went to the would care clinic for treatment.